Event description:
As reported by the user facility: ref # (B)(4), lot # 0061180152, reported (B)(6) 2012. Reports 3 incidences over last 2 weeks were the vent popped out of the spike assembly leaving an open hole and leaking chemotherapy. Customer does not want to send the sample as it contaminated with chemo drug. Additional info provided by the facility on (B)(6) 2012 indicated that there was no injury to the pt and no intervention or treatment needed to the pt or staff as a result of this incident.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed. A review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number, finished good lot number, or evaluated component part number. Based on the investigation, no conclusions can be made regarding the cause of the event. If the sample is returned for eval and/or additional pertinent info becomes available, a f/u report will be filed.